Event description:
Indications: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function/ selective deficiency of immunoglobulin g[igg] subclasses/ hereditary factor viii deficiency *spontaneous* patient reported that pump gave error message and infusion went over 6 hours as opposed to regular 3 hrs. Home health m was able to complete the infusion via gravity". Unknown if patient has pump to return. No additional information available. Device name: pump curlin 6000cms. Manufacturer name: moog. Serial number: unk. Unknown if product contributed to pt injury. Unknown if device available for return. Unknown if we replaced device. Reported to cvs/caremark by pt/caregiver.